Manufacturer narrative:
Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in netherlands it was reported that patient faced cannula leakage event on (B)(6) 2026. The infusion set started leaking badly and leaks through the plaster and her jeans.the patient consultant with duodopa specialist and she was referred to home care. No further information available.